Event description:
The customer reported experiencing low blood glucose of 40mg/dl. The customer ate two hamburgers and had homemade soup and went up to 230mg/dl. Measured again his glucose level and went down to 42mg/dl. After drinking orange juice his glucose level went up to 73mg/dl. The customer was admitted as an inpatient for medical treatment. Troubleshooting was performed and found that he had an extra basal in the settings. The caller stated that if he presses the b pattern to get to the easy bolus it does not give him the option to enter food intake. Assisted the caller to turn on the bolus wizard. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.